Event description:
The customer stated that a false positive architect total b-hcg result of 133.15 miu/ml was generated for a patient sample (ID (B)(6)) that retested negative at <1.2 miu/ml. A different sample from the same patient tested negative at <1.2 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
Trending review determined no trend for the issue for the product. Historical complaint review determined there is normal complaint activity for the lot number. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. The overall performance of architect total b-hcg reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. Median values (for the negative population) for the complaint lot are within the established limits confirming no systemic issue for the lot. Based on the investigation, no deficiency for lot number 46064ud00 was identified.

Event description:
The customer stated that a false positive architect total b-hcg result of 133.15 miu/ml was generated for a patient sample (ID 5718) that retested negative at <1.2 miu/ml. A different sample from the same patient tested negative at <1.2 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.